Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
A pt with pediatric crohn's disease swallowed a patency capsule. An x-ray performed 16 hours later showed the capsule had reached the rectum. The pt proceeded with the pillcam small bowel capsule procedure three days later. The capsule did not reach the colon. The capsule was removed during an already planned surgery, but this was not explicitly indicated by the site physician. This is being reported out of an abundance of caution.

Manufacturer narrative:
Manufacture reference number: (B)(4).